Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a remote consultation was requested for this pacemaker. A health care professional reported loss of capture on telemetry. Review of device data found there were no recently stored episodes and no out of range measurements were observed. Interrogation with a programmer was completed in order to assess threshold measurements. Upon interrogation threshold measurements were noted to vary between 2.7 volts (v) and 1v. Noise was also noted on both the right atrial (ra) and right ventricular (rv) channels with arm movement. Impedance measurements were stable for both the ra and rv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the device was reprogrammed to do. Records indicate this system remains in service. No adverse patient effects were reported.